Manufacturer narrative:
The following sentence was missing in the initial MDR: the device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
The device was implanted on (B)(6) 2017.the following lead measurements were observed after interrogation of the newly implanted device: the atrial threshold was 0.75 v/0.35 ms, the ventricular threshold was 1.25 v/0.35 ms, and the other measurements were all normal. Reportedly, when the ventricular output of the device programmed to 2.0 v, ventricular pacing failure was observed. It was then observed that ventricular capture failure was occurring only after premature atrial contractions (pacs). The ventricular threshold was repeatedly tested, and the result was around 1.0 v. Since it was considered that the ventricular threshold increased to over 2.0 v only when pacs occurred, the ventricular output of the pacemaker was reprogrammed from 2.0 v to 3.5 v.

Event description:
The device was implanted on (B)(6) 2017. The following lead measurements were observed after interrogation of the newly implanted device: the atrial threshold was 0.75 v/0.35 ms, the ventricular threshold was 1.25 v/0.35 ms, and the other measurements were all normal. Reportedly, when the ventricular output of the device programmed to 2.0 v, ventricular pacing failure was observed. It was then observed that ventricular capture failure was occurring only after premature atrial contractions (pacs). The ventricular threshold was repeatedly tested, and the result was around 1.0 v. Since it was considered that the ventricular threshold increased to over 2.0 v only when pacs occurred, the ventricular output of the pacemaker was reprogrammed from 2.0 v to 3.5 v.